Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and provided the customer with a replacement that includes the latest software. The customer will use multiple daily injections (mdi) as a backup therapy. Instructions were given on how to put the current pump into storage mode before returning it, and the customer acknowledged understanding the process. Additionally, steps for receiving the replacement pump and returning the faulty one via ups were explained and understood by the caller.